Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history on the pump were accurate. Suggested the customer to call their doctor to discuss possible causes of low glucose level. The nurse stated that the customer had been running erratic high and low bgs and had tried adjusting their basal rates, but the problem cannot be corrected.